Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received. (B)(4).

Event description:
According to the reporter, during a wedge resection, at the start of the third fire, the surgeon approached the lung parenchyma and attempted to fire the device, however, the device did not fire at all. The status indicators were illuminates blue and the handle indicator light was flashing green. The jaws would not open. The adapter was detached from the handle, and a second handle was attached. The surgeon attempted to fire the device, but the issue was duplicated. This handle was detached. The first handle had the battery pack reinserted and connected to the adapter, which was still inserted through the trocar. The jaws were able to be opened and the instrument was fired normally. It is unknown if reinforcement material was used. There was no tissue damage, no unanticipated tissue resection, no bleeding, nothing fell into the cavity. The last known patient status is good. (B)(4).